Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported balloon rupture could not be determined. It is possible that the rupture occurred due to interaction with anatomy or associated devices during use causing damage to the outer surface of the balloon material; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use (IFU) but the balloon ruptured below the rated burst pressure (rbp). Another, same size armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.